Event description:
As reported by the user facility: dialog + evolution machine, s/n unknown, wtc unknown, while performing a treatment, a patient had an incident while on the machine. The patient became unresponsive. Consciousness was regained and the patient was transported to the emergency room. No other details are available at this time. Reference manufacturer report number 3002879653-2013-00357.